Manufacturer narrative:
The field service engineer (fse) evaluated the device and determined that the speaker malfunctioned and required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the suresigns vm 6 patient monitor indicating speaker failure. The device was not in use on a patient at the time of the event.